Manufacturer narrative:
MFR received date: 17 sep 2019. Date of report received: 18 sep 2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The device was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 19jul2019.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.